Event description:
An ophthalmic surgeon reported tha the tip of the probe did not actuate. The issue was resolved by replacing the product. No patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
One anterior probe was returned for the probe not actuating. A device history record review for the probe's lot was conducted and no anomalies were found. The product was released based on manufactures acceptance criteria. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The sample was visually inspected using (B)(4) magnification and found to be visually conforming. Actuation testing were performed and deemed conforming. No root cause was identified from the product investigation because the complaint sample was manufactured to its specification and functioned properly. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).